Event description:
Customer reported discordant leukocytes results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens field service engineer (fse) had inspected the instrument and found out that the filter scan test had filters outside the specifications. The rotary receiver has been checked by the fse and the new assembly is in specification. The system has also received its annual preventative maintenance. The system has successfully calibrated and the quality control verified. Customer indicated that there have been no further reports of discrepant result. Instrument is operational.